Event description:
It was reported that the patient experienced inappropriate shocks due to the right ventricular (rv) lead oversensing from device to device interaction. The rv lead was capped and replaced and both systems were functioning properly without interactions. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was subsequently extracted. During laser lead extraction the superior vena cava (svc) was perforated, causing pericardial effusion. An emergency sternotomy was performed and the perforation was repaired. The patient was admitted to the intensive care unit for recovery.